Manufacturer narrative:
Block h6: imdrf patient code e2314 captures the reportable event of fistula. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2025-03088 for the associated device information. It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transduodenal to the gallbladder during an endoscopic ultrasound (eus) guided gallbladder drainage procedure performed on (B)(6) 2025. During the procedure, no resistance was encountered during the attempted deployment of the first stent (subject of this report); however, the physician noted that the deployment force felt atypical. It was subsequently observed that the stent was absent from the delivery catheter, a finding confirmed via endoscopic ultrasound (eus) and fluoroscopy. A rescue wire was placed, and a second axios stent was introduced (subject of report 3005099803-2025-03088); however, it displaced the gallbladder, as confirmed fluoroscopically, preventing successful access. The patient, who had a pre-existing percutaneous gallbladder drain, underwent closure of the duodenal perforation using a clip. A minor gallbladder leak was identified and is expected to resolve with continued drainage. The patient was expected to fully recover. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2025-03088 for the associated device information. It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transduodenal to the gallbladder during an endoscopic ultrasound (eus) guided gallbladder drainage procedure performed on (B)(6) 2025. During the procedure, no resistance was encountered during the attempted deployment; however, the physician noted that the deployment force felt atypical. It was subsequently observed that the stent was absent from the delivery catheter, a finding confirmed via endoscopic ultrasound (eus) and fluoroscopy. A rescue wire was placed, and a second axios stent was introduced; however, it displaced the gallbladder, as confirmed fluoroscopically, preventing successful access. The patient, who had a pre-existing percutaneous gallbladder drain, underwent closure of the duodenal perforation using a clip. A minor gallbladder leak was identified and is expected to resolve with continued drainage. The patient was expected to fully recover. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope.".

Manufacturer narrative:
H6: imdrf patient code e2314 captures the reportable event of fistula. Imdrf impact code f2301 captures the reportable event of additional device required. H11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the inner sheath kinked and the outer sheath twisted and bent. Additionally, it was observed that the catheter was freely moved through the luer and the slider could be moved to its original position without no resistance. The delivery system was disassembled to identify the torsion (rotational damage), and the outer sheath was found twisted. Product analysis did not confirm the reported event of device misassembled during manufacturing or shipping as the device was returned without the stent. The investigation concluded that the additional observed damages in the delivery system were most likely related to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Based on the information available and without proper evaluation of the device, the most probable cause is cause not established. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the handle was rotated as the device was luer locked to the scope. As per IFU, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope.".